Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had surgery to replace the ipg due to ipg being inoperable.

Event description:
Follow up information indicated the patient did charge for an extended amount of time which deemed the " end of life" causing the ipg to become inoperable.